Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: e volutr-26, serial/lot #: (B)(4), ubd: 05-feb-2019, UDI#: (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released from the de livery catheter system (dcs) and dislodged resulting in moderate paravalvular leak (pvl). Subsequently a second transcatheter bioprosthetic valve was implanted with good results and resolved the pvl. However, the patient never recovered the arterial pressure and required cardiopulmonary resuscitation (CPR). After 40 minutes, the patient died due to cardiorespiratory arrest due to biventricular failure. No autopsy was performed.